Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred during bolus delivery. Occlusions would occur when air temperature changed from cold to warm due to placing pump back in pocket after a bolus was started. Customer avoids occlusions by holding pump in hand during bolus delivery. There was no reported impact to customer's blood glucose. Customer declined to provide further information.